Manufacturer narrative:
Reference article: jacobzon, ehud, arik wolak, danny fink, and shuli silberman. "Delayed aortic dissection and valve thrombosis after transcatheter aortic valve implantation." Catheterization and cardiovascular interventions (2018). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and "torqueing" of the flex catheter may be helpful in solving the problem. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient.   The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction).   Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  According to the article, ¿the cause of dissection was impingement of the distal rim of the valve cage on the aortic wall due to malalignment with a deviation of the longitudinal axis of the valve from the longitudinal axis of the aorta.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), per medical article "delayed aortic dissection and valve thrombosis after transcatheter aortic valve implantation" corresponding author dr. Ehud jacobzon et al. The following event occurred. A case of a (B)(6) female patient with symptomatic type a aortic dissection 22 months following hospital's discharge with clopidogrel due to transcatheter aortic valve implantation (tavi) with a 23 mm edwards sapien valve. The patient was referred for emergency surgery. Preoperative echocardiogram showed an elevated mean gradient of 35 mmhg across the prosthetic aortic valve, which was found to be with the leaflets thrombosed with a thin layer of organized thrombus lining all three leaflets by CT scan. At surgery, the intimal tear appeared to be non-acute, the ascending aorta was replaced with a dacron graft. After the procedure, the patient received anticoagulation therapy with heparin followed by warfarin. The postoperative course was uneventful and the patient was discharged on pod13. At several months follow-up, the patient is doing well and continues with anticoagulation with a significant improvement in valve gradients. According to the authors, the cause of dissection was impingement of the distal rim of the valve cage on the aortic wall due to malalignment with a deviation of the longitudinal axis of the valve from the longitudinal axis of the aorta.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.